Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The patient is experiencing trochanteric pain in her left hip. The following measurements were recorded at 6 months since index surgery: cobalt - 1.2; chromium - 0.1. Further follow up is planned for this patient.

Manufacturer narrative:
. An event regarding revision due to pain involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Device history review records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is experiencing trochanteric pain in her left hip. The following measurements were recorded at 6 months since index surgery: cobalt - 1.2; chromium - 0.1. Further follow up is planned for this patient. Patient had revision surgery.